Event description:
It was reported a shattered touchscreen rendered the pump unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and instructed the customer to use multiple daily injections as a backup therapy.